Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer was using fiasp insulin. Tandem technical support informed the customer of insulin labeling. Customer acknowledged. Multiple infusion set changes were performed to address the occlusion alarms. The customer's blood glucose level was in the 300 mg/dl range. Upon follow up, the customer indicated that the issue was resolved after switching to novolog insulin.